Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during a lead implant procedure, lead was unable to be passed throughout and upon withdraw lead appeared to be damaged. Lead was explanted. No further information available.